Manufacturer narrative:
(B)(4). Method: the complaint iw932 warmer head assembly was received at our fisher & paykel healthcare service centre in (B)(4) where it was inspected by a trained fisher & paykel healthcare service technician. Photographs of the complaint heater head were provided to us by the service centre, as well as a service report, detailing the service findings. Results: the service report stated that there were cracks on the infant warmer head molding. Chipped plastic and delamination of the plastic shell was also evident along the edge of the heater head. Based on the photographs, the cracks on the unit appeared to be caused by the use of inappropriate cleaning solutions. The heating element was faulty, which had caused the error 17 to display. Conclusion: it is likely that the cracking and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. The complaint unit is six years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of our continuous improvement initiatives on 2 june 2010, we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint heater head was repaired with a replacement head kit and heating element, and was returned to the customer after performing an electrical safety and performance check.

Event description:
A hospital in (B)(6) reported that an iw932 cosycot infant warmer displayed an e17 error code and that replacing the warmer head solved the problem. During servicing of the infant warmer on (B)(4) 2012, it was found that the heater head was cracked. No patient consequence was reported.